Manufacturer narrative:
Stryker evaluated the device and confirmed the reported issue. The root cause was attributed to the user interrupting the software update by removing the battery. The device was archived and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was continuously rebooting. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement in this event.